Manufacturer narrative:
Additional information: a.2, g.1.

Event description:
Patient reported left side rupture. The device has been explanted.

Event description:
Patient reported left side "seroma". The device has been explanted.

Event description:
Additional information: patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, explant date and availability of product return has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side "seroma". The device has been explanted.